Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 38 mg/dl, at the time of incidence. Customer reported that the insulin delivery wasn¿t suspended due to low sensor glucose level. Customer declined to review the insulin pump. It was unknown that the customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.